Event description:
It was reported that the stenoscope system had intermittent monitor failure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The memory was replaced and the monitors swapped during the service call.